Manufacturer narrative:
The customer's pump was evaluated on 01/27/2026, it was found to have damage to the tubing and residue in the aggregate.

Manufacturer narrative:
Customer service sent the customer a replacement pump and request of her pump to be returned to medela. The customer responded to a complaint handler on 1/12/2026, she stated her mastitis began around (B)(6) 2026 when she was admitted to the hospital. She is getting better suction and milk output with her replacement breast pump. Her mastitis has improved with using the new pump. She stated she will be returning her old pump but has not used the return label sent to her as of the date of this report. Based on the results of our internal investigation (CAPA-2025-0027) including published literature, it cannot definitively be concluded that the pump caused or has contributed to the customer's reported mastitis. According to published clinical literature, mastitis incidence in lactating women, with or without a breast pump, can be as high as 33%. In fact, clinical guidelines recommend the use of a breast pump to facilitate the removal of breast milk during periods of mastitis. Additionally, complaint trends across all medela pumps show mastitis incidence consistently below 0.1%, far lower than the 3-20% occurrence in the general population of lactating women [2].

Event description:
On 01/07/2026, the customer alleged to medela llc that from the beginning she experienced low suction with her pump in style pro breast pump. She additionally alleged that she developed mastitis, was admitted to the hospital and prescribed antibiotics.